Event description:
It was reported that the physician had difficulty anchoring the svc septum plug into the ICD header. It was believed that the plug was too short. The physician elected to insert the plug as much as possible and complete the implant. No complications were reported. It was noted that the patient was doing well following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.